Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that during implant the atrial lead was deformed. Lead was found not to be in j-shape but remained straight. A new lead was implanted. Patient is stable and discharged.